Event description:
On (B)(6) 2014, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm with a pre-existing ruptured aorta. It was reported that on (B)(6) 2014, the patient experienced hemorrhagic shock from an aorto-enteric fistula, there was an infected gore endograft, and a gi hemorrhage. There was no infection at time of implant, the infection is from the aorto-enteric fistula with the gi tract. The cause of the fistula is unknown. The patient expired on (B)(6) 2014, the preliminary cause of death was hemorrhagic shock.

Manufacturer narrative:
Upon further investigation, it has been determined this event will be reported as a death.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141000/10722194. The review of the sterilization and manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis infection and death.